Event description:
Attempted to withdraw the balloon after doing a percutaneous coronary intervention and the balloon was "stuck." Noted that the guide was re-adjusted, and the balloon was withdrawn. Distal marker of the balloon with some part of the balloon was broken and was stuck in proximal vessel.